Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: a 4.00 x 48mm synergy stent delivery system was returned for analysis. A visual examination of the stent found no issues. There was no sign of damage, stretching or lifting of the stent struts. The stent showed no signs of movement and was set between the proximal and distal markerbands. The crimped stent od (outer diameter) was measured and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed signs of distal tip damage. A visual and tactile examination of the hypotube shaft found a break situated at 617mm distal to the distal end of the strain relief. Also, multiple kinks located at different places along the length of the hypotube shaft. A visual examination of the outer and inner lumen and mid-shaft section found a kink in the shaft polymer extrusion 10mm distal to the exchange port. No other issues were identified during the product analysis.

Event description:
It was reported that a shaft break occurred. During introduction and outside the patient, it was noticed that a 4.00 x 48 synergy stent was broken proximally in two pieces at approximately 50 cm from the hub. The procedure was completed with another of the same device. No patient complications were reported in relation to this event. The patient was reported to be very good without any problems post procedure.

Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that a shaft break occurred. During introduction and outside the patient, it was noticed that a 4.00 x 48 synergy stent was broken proximally in two pieces at approximately 50 cm from the hub. The procedure was completed with another of the same device. No patient complications were reported in relation to this event. The patient was reported to be very good without any problems post procedure.